Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a breach in the outer insulation 4.5cm from the connector pin. The breach was caused by a tight bend radius leading to degradation. All other damage found was sustained during the explant procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.